Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 10. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the dressing was not well welded (referred to the lateral side). It was not heat sealed. The product was not used on patient. No photo is available at this time.

Manufacturer narrative:
Device 2 of 10. Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Patient country: (B)(6). Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
It was reported that the dressing was not well welded (referred to the lateral side). It was not heat sealed. The product was not used on patient. No photo is available at this time.